Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the display turns off intermittently and an alarm sounds due to a failure of the circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a system failure of the circuit board. This caused the supply pressure sensor to work improperly. It was also noted that the top cover had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit display went out and beeped but the on/off button was on. The issues occurred during a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.